Manufacturer narrative:
A partial lead was returned for analysis in two segments. Final analysis found three full breach insulation degradations one at 4.5 cm from the connector pin adjacent to the connector boot, the other at 7.0 cm from the connector pin and at 0.1 cm from the proximal cut end of the middle portion.

Event description:
New information notes that during an unrelated procedure the leads were explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a pulse generator change for an upgrade. During the procedure the physician noticed an insulation tear on both the right ventricular and right atrial leads. The leads were capped and replaced on (B)(6) 2017. The patient's condition was stable during and post procedure.